Manufacturer narrative:
Device evaluation: one disposable was received for evaluation. Visual inspection found the device in used condition. Functional testing found no discrepancies detected on the sample; the test successfully passed with a result within specification. The complaint was not confirmed. A review of the device history record (DHR) for each possible lot number, shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with either lot of products.

Event description:
It was reported that the patient stated overnight they felt a wetness on clothes. 5-fu bag was empty and seemed to be fully infused, patient stated that she had 23 minutes remaining. The pump settings read: continuous infusion rate is 2ml/hr., reservoir volume is 92ml, given full dose. Length of infusion is 46 hours, cstd was used to fill cassette. The pump was used to prime the extension tubing. There was a patient involvement and no patient harm/adverse event reported. Possible lot numbers: 4434294, 4420440.